Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant. Post-procedure on (B)(6) 2025, a transthoracic echocardiography (tte) noted a left to right residual shunt through the transseptal puncture. No treatment or intervention was required.

Manufacturer narrative:
An event with patient effects of perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient effects of perforation is related to the procedural circumstances, as transseptal puncture is necessary for the procedure. A serious injury was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - veritas, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant. Post-procedure on (B)(6) 2025, a transthoracic echocardiography (tte) noted a left to right residual shunt through the transseptal puncture. No treatment or intervention was required.